Event description:
According to customer, an erroneously elevated accu tni result was generated by the access instrument. The erroneous accu tni result was 0.71 ng/ml. The result was reported out of the lab. The customer discovered the initial result was incorrect when the original sample was rerun on a different chemistry analyzer. The repeat accu tni result was 0.01 ng/ml. A corrected result was reported out of the lab. The customer indicated that they have not received any reports of injury requiring medical intervention or change to pt treatment attributed to this event.